Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Clip malformed after firing. During the endoscopic hepatectomy, after fired, found two clips were fired at the same time and malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p92j4c. Device analysis: the analysis results found that the er320 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and identified a clearing misfire defect related to the reported incident were found. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.